Manufacturer narrative:
H6 investigation findings code 4247 - suggested code is "insufficient adhesive." Device analysis conclusion: the device was received at csi for analysis. Visual examination did not reveal any damage. Biological fluid was observed within the saline sheath. When the test saline pump was activated, fluid was observed leaking from the nose cone cap bond site; the lead was due to insufficient adhesive. The report that the saline was not flowing through the device and that blood backed up into the device was confirmed, and the root cause of the reported events is considered to be a manufacturing issue due to the observation of insufficient adhesive.. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Excessive fluid exited the strain relief of the stealth gen 2 peripheral orbital atherectomy device (oad) following the first treatment. Two more treatments were administered, and blood backed up into the saline sheath. The oad was removed from the patient, and a second oad was used to complete the procedure without further issue.